Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that the insulin pump suspended on and off through the night. Customer's mother stated that when she removed the sensor off of the customer, the customer screamed and she discovered that the sensor was bent at about 80 degree angle and it looked like a part of it was split apart. The customer's blood glucose was 128mg/dl and the sensor glucose was 41mg/dl at the time of the incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.